Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and spinal pain. It was reported that the patient had an infection after implant. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient's infusion system was explanted in (B)(6) 2021 and a new system implanted in (B)(6) 2021. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.